Manufacturer narrative:
Clinical review: a temporal relationship exists between pd therapy and the event of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The patient¿s peritonitis can be directly attributed to lack of aseptic technique during pd therapy. Lack of aseptic technique through touch contamination is the source for many peritonitis infections. This is further evidenced by microorganisms that are part of the normal flora of human skin, gastrointestinal tracts and genitourinary tracts. The cycler set can be excluded as the root cause of this infection. There was no allegation or objective evidence any fresenius product or device deficiency or malfunction caused or contributed to this adverse event. Plant investigation: a sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the 3 month time frame which immediately preceded the event occurrence date. The review included the lot numbers for all liberty cycler sets shipped to this account. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident can be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized with peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial report. Upon further follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2021 with symptoms of abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2021 presented with pseudomonas aeruginosa and candida parapsilosis, with a white blood cell (wbc) count of approximately 8100/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was prescribed intraperitoneal vancomycin at 1750 mg every three days for three weeks and ip ceftazidime at 2000 mg every day for two weeks. Upon culture results, the patient was provided antifungal medication (unknown type, route, dose, frequency and duration) in the hospital. Due to the severity of the infection, the patient¿s pd catheter was removed, and a central vascular catheter was placed in favor of hemodialysis (hd) on a hospital provided hd machine (unknown brand and model) during this admission. The patient was transitioned to a rehabilitation facility on (B)(6) 2021 and continued hd on a facility provided hd machine (unknown brand and model). The patient recovered from this event and was discharged from the rehabilitation facility to home on (B)(6) 2021. It was confirmed the patient¿s peritonitis and the associated hospitalization were not due to deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post-discharge.